Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, a complete lead was returned in three pieces. Visual inspection found five external insulation abrasions that breached the optim sheath, two of the abrasions proximal to the suture sleeve tie marks caused by friction to device can and three abrasions distal to the suture sleeve tie marks caused by friction to another implanted device or feature of the patient anatomy. The lead insulation was intact at four locations but was cut and separation occurred at one location consistent with procedural damage. All other damage noted was consistent with procedural damage. Electrical tests did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.